Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Patient initials are (B)(6). Date of post-operative breakage is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown date. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with pain and swelling of the right, distal fibula on an unknown date. Due to these symptoms, the patient was returned to the operating room on (B)(6) 2016 to undergo a hardware removal procedure. Once in the operating room, x-ray images were captured, which identified that the fracture had healed, but two (2) of the locking screws had broken. The head of one of the broken screws remained fixed in the plate, while the other broken screw backed out of the plate. During the removal of the implants, which included one (1) plate, three (3) cortical screws, and three (3) locking screws, the screwdriver mechanism was not working correctly. The button wound up breaking off as the surgeon pushed it back and forth in an effort to get it to function. The procedure was ultimately completed with no reports of delay or retained fragments. Concomitant medical devices reported: a distal fibular plate (part: 02.112.144, lot: 6317456, quantity: 1), cortical screws (part/lot numbers: unknown, quantity: 3), and a locking screw (part: 202.214, lot: unknown, quantity: 1). This report will address the reason for revision only. The intra-operative breakage will be captured in and reported under (B)(4). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and the screw breakage could be confirmed.

Manufacturer narrative:
A product investigation was completed: one intact plate (part # 02.112.114, lot # 6317456), three intact cortical screws, one intact locking screw, and two broken locking screws were returned. The broken locking screws were reported as part 202.214 and 202.216. One of the broken screw heads was returned locked into the plate and was unable to be removed. The stardrive recesses of both broken screws are damaged in the form of dents and gouges. This damage is often observed on explanted screws. An inspection of the fracture site on both screws shows homogenous material. It is unknown what caused the screws to fail. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned plate and intact screws were received with no reported product problem, all these devices were functionally undamaged and had no issues upon inspection, and therefore no further investigation is required. Per the technique guide, the returned plate and screws are part of the 2.7mm/3.5mm lcp distal fibula implant system, and they are used indicated for repairing fractures, osteotomies, and non-unions of the distal fibula. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records was not performed since no lot number was available for the broken devices. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.